Event description:
An adolescent was diagnosed in a hospital as being diabetic and placed on insulin, based on a device reading. The device and strips used are incompatible. Subsequent device reading (different device and setting) and follow-up lab testing demonstrated that the original diagnosis of the disease was in error. Insulin therapy was discontinued on the adolescent. Device labeling specifies: "use only easy test strips (cat. No. 00560,00562), with the monitor." Pt received treatment based on device reading when wrong strips were in use.